Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic for a routine follow-up. Upon device check, the right ventricular (rv) lead was found to have triggered a lead safety switch for high out of range pace impedances. The impedances were found to be greater than 2500 ohms. Noise, oversensing, pacing inhibition and loss of capture were also observed. The patient is not dependent, so there was no asystole. A chest x-ray was performed which confirmed there was not a fracture on the lead. The rv lead was reprogrammed to bipolar, however a revision was planned. At this time, the rv lead has been surgically abandoned. No additional adverse patient effects were reported.